Manufacturer narrative:
Additional information: upon completion of the investigation, the valve was visually inspected and it was noted that the valve casing was cracked. This is due to the valve sustaining some form of impact and this could also be the cause of the programming settings changing. The device was also functionally tested and was found to work in accordance with the manufacturing specifications. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported: the device was implanted via v-p shunt at 60mmh2o on (B)(6) 2010 to the (B)(6) patient with meningitis. The setting pressure was changed higher in accordance with the condition of the patient with slit ventricle and eventually set to 140mmh2o. It was noted a couple of times that the setting pressure had been changed automatically since (B)(6) 2011 and it was 70mmh2o as of (B)(6), 2011. The patient was monitored with the pressure at 70mmh2o. On (B)(6) 2013, it was found the pressure had been changed to 30mmh2o freely and the surgeon retried to set to 60mmh2o. The revision surgery was conducted on (B)(6) 2014 due to the suspected breakage and dysfunctional of the valve. The device was replaced to the same new product (B)(6) at 70mmh2o. The setting pressure of the removed valve was 70mmh2o. It was reported that the patient is in a wheelchair and had a developmental disorder. She had sometimes hit her head rightly against things like a fence although her activity was limited.